Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, the device worked fine in the beginning, but then the device did not seal the tissue. A new device was opened, and the procedure was completed without further issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The instructions for use (IFU) also states to keep the instrument jaws clean. Build-up of e schar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.